Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Complaint evaluation revealed broken and twisted tip. The device met all material specifications as received. Complainant's event is most likely caused by prying/leveraging of the driver while removing the screw, by improper engagement of the driver in screw hex and/or use of excessive force. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a revision acl was being performed on a patient. The reason for the revision was because the previous graft had failed. During the procedure, the surgeon attempted to remove the old titanium screw from the femur of the patient using the ar-1896 driver. The tip of the driver broke off in the patient and he was unable to remove the screw. The surgeon finished the graft link procedure successfully without any further incident. Anterior cruciate ligament graft revision.